Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch. The ra lad exhibited far field r-wave (ffrw) oversensing. The rv lead was reprogrammed. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.